Event description:
Rptr accompanied her friend to "in house" dialysis. While being dialyzed, rptr states that her friend's dialyzer kept "clotting up", and also leaked blood all over the floor. The amount of blood lost was comparable to "bleeding out a cat". Rptr is concerned because of the recent safety alert on cross-contamination linked to hemodialysis treatment. Rptr states that her friend was "awful sick" while undergoing dialysis at this facility, but has been better the past few weeks since she has been doing dialysis at home.